Event description:
Mammography machine had unexpected shaking/jerking of c-arm while moving from cc position into mlo position. This event falls in the category of the urgent field safety notice (correction) fa-00295. It was immediately reported to hologic and the room is shut down until the issue is resolved.